Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow-up to medwatch report (B)(4).

Event description:
Lap cholelithiasis- "5ml endoscopic clip applier clip got caught in the jaws and had to be replaced with another 5ml clip applier." Patient status - "no complications noted in post-op notes."

Manufacturer narrative:
This report is to follow up with (B)(4). We have reported this incident under MDR 2027111-2015-00625. Please refer to our final report dated january 02, 2016.

Event description:
(B)(4) "5ml endoscopic clip applier clip got caught in the jaws and had to be replaced with another 5ml clip applier."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).